Event description:
It was reported to vyaire medical that there was no patient involvement associated with this reported event.

Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was able to verify the customer¿s reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator failed the ltv final test for non-conformance. Bench testing revealed a malfunctioning o2 blender was creating the non-conformance. Vyaire medical replaced the o2 blender to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the ventilator had low oxygen flow. It is unknown at this time whether there was any patient involvement associated with this reported issue.